Event description:
It was reported that post op of a lap gastric band procedure the patient returned to the physician due to lack of restriction. A non ionic contrast under fluoroscopy found the balloon was leaking at the port. The patient is to be scheduled for a port replacement.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Port revision surgery to be scheduled.